Event description:
It was reported that the patient had a poor distance vision of 0.6 for visual acuity after synergy implantation. The post-op refraction was -0.75 for sphere and -0.75 for cylinder despite a target of emmetropia. The lens position was moved close to the cornea which resulted in unexpected myopic refraction. The patient was temporarily impaired and daily activities significantly affected. An explant was performed and there was a replacement lens. The patient's visual acuity was restored and could see better than before. There was no delay in treatment and other interventions performed. No further information provided.

Manufacturer narrative:
Section a4 and a5: weight, race and ethnicity: unknown/ not provided. Section e1: last name: unknown/not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: 010-4534-5729 section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.